Manufacturer narrative:
The device was returned for evaluation and, per the evaluation findings: no problem found with scope. Good image. Could not duplicated customer's reason of return. Subsequent to the initial complaint analysis, additional investigation and analysis were performed as part of CAPA (B)(4). Based on the conclusion of the hhe that the risk level is not acceptable, a field action reportable to FDA under 21 cfr part 806 is being initiated. Consistent with the recommendations in FDA's 2016 "medical device reporting for manufacturers" guidance, this complaint is now deemed to be reportable.

Event description:
Per the customer, they received two new c-view scopes; they both stopped working and lost the image when the bugee was activated. According to our sales executive, he tested the scopes prior to use on a patient and the failure occurred during testing. This report is for the second of the two scopes.